Manufacturer narrative:
The reported event was confirmed during functional testing of the returned icy catheter (lot # 72782). Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and a bond leak was observed between the distal and medial balloons when pressure was increased to 45 psi. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. Historical complaints were reviewed for information related to the reported complaint and (B)(4) was reported on (B)(6) 2017 for the icy catheter with lot # 72782 where a pinhole leak was observed.

Event description:
The patient was inserted an icy catheter without issue and approximately 5 hours into cooling phase (ivtm therapy), the hospital personnel observed that the saline bag was empty. Upon inspection, no sign of leak on the start-up kit (suk), on the floor by the patient's bedside, or on the thermogard console was observed. No alarm was reported. Following this, the user exchanged to another console and used a new saline bag to continue treatment. At an unspecified time during continuation of the ivtm treatment, a tinge of blood was noted in the start-up kit (suk) tubing, thus suspecting a catheter leak. The user decided to discontinue ivtm therapy. Another therapy was used to continue patient treatment. No known impact or patient consequence was reported.